Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was not reported. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with cefazolin (2gm, ip, and frequency not reported) for peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.